Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00356 on 02-jul-2024. Additional information 16-jul-2024: siemens investigation included an assessment of the main data, error log and spy files. The files sent do not contain the correct days. The files containing the correct days are not available, further evaluation is not possible. After the initial discordant results were obtained on (B)(6) 2024, a new adjustment was made on (B)(6) 2024, a decontamination was performed on (B)(6) 2024, and a new reagent pack of igfbp-3 kit lot 433 was used. After the reproducibility study performed by the customer on (B)(6) 2024, service of the instrument was performed and it was reported that after changing the substrate pump, the equipment returned to routine and is operational at the customer site. The customer is operational, and the reported issue is resolved by routine troubleshooting by performing the actions mentioned above. The immulite 2000 igfbp-3 kit lot 433 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section d4, the primary UDI number was updated to include the corrected unique device identifier (UDI) number. The initial MDR contained only the global trade item number (gtin). In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely depressed igfbp-3 results that were obtained on patient samples on an immulite 2000 xpi instrument. Per the limitations section of the immulite 2000 igfbp-3 instructions for use (IFU): "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer reported that following the observations of a negative bias with igfbp-3 quality control (qc) results and falsely depressed igfbp-3 patient results inconsistent with previous results and with the profile of results obtained in the laboratory, previously tested patient samples were repeated with the igfbp-3 assay on an immulite 2000 xpi instrument. The initial results had been reported to the physician(s), who did not question the results. The initial results were falsely depressed in comparison to the repeat results. For three of the patient samples, the repeat result was reported, as the correct result, to the physician(s). For fourteen of the patient samples, the laboratory's medical staff chose not to rectify the results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed igfbp-3 results.